Manufacturer narrative:
The silicone tip had pulled out of the needle portion of the cannula. There was also a hole in the silicone. Unable to determine if glue joint failed during normal use or if silicone caught on entry port valve. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
While inserting the silicone tip into the alcon valved trocar the tip severed off and went into the patient's eye. The tip was removed and a backup cannula was used with no other issue. The surgery was completed with no injury to the patient.